Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he dropped his insulin pump in the ocean and the insulin pump alarmed unexpected restart error. The patient's buttons were unresponsive as well. The patient's blood glucose at the time of incident was 140 mg/dl; however, within less than 24 hours of being off of insulin pump therapy the patient's blood glucose rose to 499 mg/dl. Troubleshooting was initiated for the unresponsive buttons. The issue began after the insulin pump was dropped in the ocean. A self test was performed and the device failed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded damage keypad traces also, traces of corrosion were found at the electronic assembly per our visual inspection. Unable to perform functional testing including, displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. The insulin pump had minor scratched lcd window, broken battery tube threads, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.